Event description:
It was reported that customer's insulin pump had a spanish software anomaly. It was also reported that the customer was having issues downloading their carbs and blood glucose levels from the insulin pump to carelink. Advised insulin pump would be replaced.

Manufacturer narrative:
Spanish software alarm on alarm history screen due to corrupted history file. Unable to upload to carelink and verify data on unit due to corrupted history file. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).